Event description:
The customer reported that the system intermittently would not produce fluoroscopic x-ray. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, universal node, and sbc were replaced, and the system software was reloaded. The system was then found to be operating as intended.